Event description:
The customer returned the device stating, ¿the pump has a broken pin in patient-controlled analgesia (pca) dose socket¿; during device evaluation it was found the downstream occlusion (dso) seal was damaged (detached). The issue was found when servicing pump. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump has a broken pin in patient-controlled analgesia (pca) dose socket" was duplicated. The probable cause was defective (damaged) remote dose connector. Further investigation found damaged (detach) downstream occlusion (dso) seal. The remote dose connector and dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.